Event description:
Customer reported that in radiology, a power injector (set at 300psi, 4.5ml/sec) was started and the smartsite luer-lock disengaged from the connecting line. The contrast media sprayed all over the patient and went into her eyes and mouth. This caused the patient to have a severe anxiety attack. She received oxygen and was transferred to the ER. No info as to what was done in the ER. No further patient/event information was available. It was discussed with the customer the possibility that the smartsite valve was not tightened down enough and may have disconnected with the high pressure. Customer reported product was discarded.

Manufacturer narrative:
Patient information requested and all available information is included. This report was filed by the manufacturer. The smartsite needle-free valve directions for use state under precautions: "the needle-free valve must be secured to other luer lock devices also pressure rated for power injector use."